Manufacturer narrative:
Concomitant medical products: product ID 8781, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 10-05-2015, information was received from a health care provider via a representative regarding a patient in the (B)(6) who had received an unknown drug via an implantable pump. However, saline was being administered at the time of the report. The patient's medical history was unknown at the time of the report. The pump was originally implanted for pain management. The serial/lot of the catheter was requested but not provided and the implant date of the catheter was not known. On approximately (B)(6) 2015, the pump was not functioning properly but the cause was not known. The logs did not note any motor stalls or error codes. Volume discrepancies were not able to be determined but it was reported that the logs did not indicate this. The patient had reported a loss of therapy/loss of pain relief. From the knowledge of the representative, the loss of pain relief was not investigated as the orthopedic spine surgeon assumed the pump was to blame. However, as the patient needed a further thoracic spinal surgical procedure and it was thought by the representative that the patient and anatomy caused the loss of pain relief. The consultant orthopedic spinal surgeon performed the spinal procedure. The pump was removed and the catheter was also cut. The issue was reported as resolved at the time of the report. The patient's status at the time of the report was not known. Additional information has been requested regarding the medication type prior to the saline, concentration, dose and lot number, and catheter details but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed no anomalies and the pump met specification through analysis. The analysis of the catheter revealed no significant anomalies. A slice cut that was noted was consistent with the typical damage seen during explant. In addition, the sc connector of the catheter had a tear in the seal near the guide ring.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-20 the representative further replied that to the representative's knowledge the physician did not intend to leave any segment in the patient but as the patient needed emergency spinal surgery, this took priority. Further, the surgeon intended to remove the entire catheter but due to the emergency nature of the surgery that was needed, only the pump and partial segment of the catheter was removed. The exact cause of why all of the catheter was not removed was not yet known. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015 information was received from the representative and provided that from the representative's understanding, the pump was relatively new and had not been filled with any drug since implantation, hence the reason why the logs and records did not show any further information. From talking to the surgeon, it was the representative's understanding that the spinal section of the catheter still remains in situ but the pump and pump segment of catheter have been collected and were being returned for investigation.